Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated and low blood glucose levels. In (B)(6) 2023, the infusion device delivered too much insulin resulting in hypoglycemia. The patient's blood glucose level decreased to 40 mg/dl and she needed help from her neighbor. The patient was treated with emergency carbohydrates and her blood glucose levels were stabilized. On another occasion, the infusion device did not deliver enough insulin resulting in hyperglycemia. The patient tried to stabilize her blood glucose levels with an insulin bolus, but her blood glucose levels increased. No medical treatment was required.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product. Correction - the manufacturing site name was updated in section g1.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.